Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device had migrated out of the fallopian tube and laid adjacent to her cecum") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(4) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain in the right lower quadran"), fatigue ("fatigue"), menorrhagia ("heavier menstrual cycles"), abdominal distension ("bloating"), irritable bowel syndrome ("irritable bowel syndrome") and depression ("depression"). The patient was treated with surgery (underwent a laparoscopic removal of the essure device on (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, abdominal pain, fatigue, menorrhagia, abdominal distension, irritable bowel syndrome and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, depression, device dislocation, fatigue, irritable bowel syndrome and menorrhagia to be related to essure. The reporter commented: on (B)(6) 2017, underwent a laparoscopic removal of the essure device from her right fallopian tube, laparoscopic bipolar electrocoagulation of both fallopian tubes and lysis of the cecal adhesions. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device had migrated out of the fallopian tube and layed adjacent to her cecum/migration of essure device location of device-adjacent to the cecum/perforation (fallopian tubes)") and device expulsion ("expulsion of essure") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 2 (((B)(6) 1997, (B)(6) 1999)). No nausea, no vomiting. Previously administered products included for an unreported indication: percocet. Past adverse reactions to the above products included hypersensitivity with percocet. Concurrent conditions included acid reflux (oesophageal), constipation, nausea, flatulence, abdominal tenderness and bladder injury. Family history included other disorders of intestine. Concomitant products included eugynon (triphasil) from 1998 to 2012 for birth control as well as eugynon (trivora) and ibuprofen. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, 28 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain in the right lower quadran"), fatigue ("fatigue"), menorrhagia ("heavier menstrual cycles/abnormal menorrhagia bleeding"), abdominal distension ("bloating"), irritable bowel syndrome ("irritable bowel syndrome"), depression ("depression"), vaginal haemorrhage ("abnormal vaginal bleeding"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain(severe)"). The patient was treated with surgery (underwent a laparoscopic removal of the essure device on (B)(6) 2012). At the time of the report, the fallopian tube perforation, device expulsion, abdominal pain lower, fatigue, menorrhagia, abdominal distension, irritable bowel syndrome, depression, vaginal haemorrhage, migraine, headache and dysmenorrhoea outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, headache, irritable bowel syndrome, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2017, underwent a laparoscopic removal of the essure device from her right fallopian tube, laparoscopic bipolar electrocoagulation of both fallopian tubes and lysis of the cecal adhesions.the right side the number of coils that trailed into the uterine cavity was just one and on the left side there were 4 coils. Postoperative diagnosis- extruded right essure device from right fallopian tube. Explantation(removal) date not captured as following discrepancy was noted in the source document- on (B)(6) 2012 essure removal procedure-laparoscopic removal of essure device from the right fallopian tube. (B)(6) 2016 impression: an essure tube has migrated out of the right fallopian tube and is adjacent to the cecum. This was also the case on the previous exam. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. On (B)(6) 2012 and (B)(6) 2016, transvaginal ultrasound, x-ray, CT scan which resulted that the device had migrated, the device was protruding out of the wall of the of 1. And cat scan findings which revealed that the right essure device was lying adjacent to the cecum. Most recent follow-up information incorporated above includes: on 1-feb-2018: plaintiff fact sheet and medical records were received- all relevant medical history, concomitant medication, concurrent condition, lab test were added. Events abnormal vaginal bleeding, abnormal menorrhagia bleeding,migraines / headaches migration of essure device location of device- adjacent to the cecum, dysmenorrhea (cramping) expulsion of essure device,pain, fatigue, perforation (fallopian tubes) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('device had migrated out of the fallopian tube and layed adjacent to her cecum/migration of essure device location of device-adjacent to the cecum/perforation (fallopian tubes)') and device expulsion ('expulsion of essure') in a 43-year-old female patient who had essure (batch no. 846827) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 2 (B)(6)1997,(B)(6)1999)). No nausea, no vomiting. Previously administered products included for an unreported indication: percocet and bentyl. Past adverse reactions to the above products included hypersensitivity with percocet. Concurrent conditions included acid reflux (oesophageal), constipation, nausea, flatulence, abdominal tenderness and bladder injury. Family history included gastrointestinal injury. Concomitant products included ethinylestradiol;levonorgestrel (triphasil) from 1998 to 2012 for birth control as well as ethinylestradiol;levonorgestrel (trivora) and ibuprofen. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 28 days after insertion of essure. On (B)(6)2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("abdominal pain in the right lower quadran"), fatigue ("fatigue"), menorrhagia ("heavier menstrual cycles/abnormal menorrhagia bleeding"), abdominal distension ("bloating"), irritable bowel syndrome ("irritable bowel syndrome"), depression ("depression"), vaginal haemorrhage ("abnormal vaginal bleeding"), migraine ("migraines"), headache ("headaches") and abdominal pain ("abdominal pain(severe)"). The patient was treated with surgery (underwent a laparoscopic removal of the essure device on (B)(6)2012). At the time of the report, the fallopian tube perforation, device expulsion, abdominal pain lower, fatigue, menorrhagia, abdominal distension, irritable bowel syndrome, depression, vaginal haemorrhage, migraine, headache and dysmenorrhoea outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, headache, irritable bowel syndrome, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6)2017, underwent a laparoscopic removal of the essure device from her right fallopian tube, laparoscopic bipolar electrocoagulation of both fallopian tubes and lysis of the cecal adhesions. The right side the number of coils that trailed into the uterine cavity was just one and on the left side there were 4 coils. Postoperative diagnosis- extruded right essure device from right fallopian tube. Explantation(removal) date not captured as following discrepancy was noted in the source document- on (B)(6)2012 essure removal procedure-laparoscopic removal of essure device from the right fallopian tube. (B)(6)2016 impression: an essure tube has migrated out of the right fallopian tube and is adjacent to the cecum. This was also the case on the previous exam. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Computerised tomogram - on an unknown date: right essure device appears to have migrated out of the fallopian tube and is lying adjacent to the cecum. Ultrasound scan - on an unknown date: normal; on (B)(6)2016: migration of essure device perforation (fallopian tube). That the device had migrated, the device was protruding out of the wall of the of the uterus. Most recent follow-up information incorporated above includes: on 6-dec-2019: pfs received- lot number was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('device had migrated out of the fallopian tube and layed adjacent to her cecum/migration of essure device location of device-adjacent to the cecum/perforation (fallopian tubes)') and device expulsion ('expulsion of essure') in a 43-year-old female patient who had essure (batch no. 846827) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 2 ((26jan1997,26aug1999)). No nausea, no vomiting. Previously administered products included for an unreported indication: percocet and bentyl. Past adverse reactions to the above products included hypersensitivity with percocet. Concurrent conditions included acid reflux (oesophageal), constipation, nausea, flatulence, abdominal tenderness and bladder injury. Family history included gastrointestinal injury. Concomitant products included ethinylestradiol;levonorgestrel (triphasil) from 1998 to 2012 for birth control as well as ethinylestradiol;levonorgestrel (trivora) and ibuprofen. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 28 days after insertion of essure. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("abdominal pain in the right lower quadran"), fatigue ("fatigue"), menorrhagia ("heavier menstrual cycles/abnormal menorrhagia bleeding"), abdominal distension ("bloating"), irritable bowel syndrome ("irritable bowel syndrome"), depression ("depression"), vaginal haemorrhage ("abnormal vaginal bleeding"), migraine ("migraines"), headache ("headaches") and abdominal pain ("abdominal pain(severe)"). The patient was treated with surgery (underwent a laparoscopic removal of the essure device on (B)(6) 2012). At the time of the report, the fallopian tube perforation, device expulsion, abdominal pain lower, fatigue, menorrhagia, abdominal distension, irritable bowel syndrome, depression, vaginal haemorrhage, migraine, headache and dysmenorrhoea outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, headache, irritable bowel syndrome, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: on 09-mar-2017, underwent a laparoscopic removal of the essure device from her right fallopian tube, laparoscopic bipolar electrocoagulation of both fallopian tubes and lysis of the cecal adhesions.the right side the number of coils that trailed into the uterine cavity was just one and on the left side there were 4 coils. Postoperative diagnosis- extruded right essure device from right fallopian tube. Explantation(removal) date not captured as following discrepancy was noted in the source document- on (B)(6) 2012 essure removal procedure-laparoscopic removal of essure device from the right fallopian tube. 07apr2016 impression: an essure tube has migrated out of the right fallopian tube and is adjacent to the cecum. This was also the case on the previous exam. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Computerised tomogram - on an unknown date: right essure device appears to have migrated out of the fallopian tube and is lying adjacent to the cecum. Ultrasound scan - on an unknown date: normal; on 06-apr-2016: migration of essure device perforation (fallopian tube). That the device had migrated, the device was protruding out of the wall of the of the uterus. Lot number: 846827 manufacturing date: 2011-03 expiration date: 2014-03 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.